Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad traces. There was no button error alarm during testing. The insulin pump was received with minor scratched display window, cracked display window at bottom right side corner, cracked case at display window corners, reservoir tube lip, battery tube threads and missing end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they were unable to clear it. Customer's blood glucose reading at the time of the call was 121 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.